Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient had an interbody fusion in l5/s1 on an unknown date. On an unknown postoperative date, it was found that the screw head implanted in l5 had come off. No adverse effect has been reported. The surgeon has no plan for a revision procedure. No further information is available. Concomitant devices reported: polyaxial screw (part # unknown, lot # unknown, quantity 1); locking cap (part # unknown, lot # unknown, quantity 1); rod (part # unknown, lot # unknown, quantity 1). This report is for one (1) ti matrix top loading polyaxial head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was stable following the procedure.